Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone insulation on the hemopro jaws peeled off. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. Most of the silicone boot on the cold jaw was missing. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).